Manufacturer narrative:
During evaluation, the reported clog was confirmed; the insufflation channel was blocked by the foreign material found. The material was black in color. During examination the following issues were noted: the adhesive on the bending section cover was separated; and the adhesive seal on the scope body was peeling. Functional testing determined the bending angle did not meet with specifications and the distal end's insulation did not meet with electrical standards. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that gastrointestinal videoscope was clogged. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found at the insufflation channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.